Event description:
The customer received a message stating that a minimum of 50 units of insulin were needed in the cartridge to proceed with fill tubing. The customer reported her blood glucose level would likely be affected but would switch to a backup method until she got more supplies.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.